Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implantation, patient intolerant of halos/glare. The lens was exchanged for an unknown monofocal lens after the initial implant procedure. There are two medical device reports associated with this patient. This file is 1 of 2.